Manufacturer narrative:
Additional information: g3, h3. Evaluation of the returned device was completed. X-ray evaluation revealed that the cam assembly had been activated three (3) times and no stents were found. The trigger button motion was functioning as intended; however, the remaining position was able to be actuated. The injector¿s frontal components were found to be bent. This finding likely occurred due to how the device was shipped back. The injector¿s splayed trocar was found broken at the distal end of the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure. The evidence suggests that the trocar was likely bias outside of the insertion tube while attempting to implant the first stent. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent during x-ray, the unit should get rejected. There were no non-conformances found to be related to the reported event. A review of x-ray images for the specified lot#, revealed that accepted device contained splayed trocars that have met the required specifications. Based on the manufacturing procedure, it is highly unlikely that the splayed trocar was shipped out bent or broken as it undergoes critical dimension inspection after injector assembly. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent or broken during x-ray, the unit should get rejected. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not conclusively identified. MFR# reference:30393.

Manufacturer narrative:
The device has been return to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference:(B)(4).

Event description:
It was reported that the trocar broke during attempt to implant the second stent from a trabecular micro bypass stent system following a right eye cataract procedure. Per report, surgical technique and/or experience with the device contributed to event. A back-up device was used to complete the procedure, and there was no report of patient¿s injury. Additional information has been requested.